Event description:
It was reported that the patient had magnetic resonance imaging (MRI), and that the MRI was not related to the pump itself, but was related to withdrawal. The reporter stated the plan was to explant the pump, and their medication had been tapered down and saline was placed in the pump 14 days ago. Nine days following the change to saline, the reporter noticed headaches/withdrawal. The reporter stated the headaches were the reason they went in and ended up having an MRI because it was unknown if the pump was the cause. The reporter was redirected to the patient's health care provider (hcp). No medications were currently in the pump, and the medications in the pump prior to saline were fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).